Manufacturer narrative:
Age at time of event: under 18 years. Initial reporter state: (B)(6). Initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of an eluvia self expanding stent system with a 0.035 inch guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed no damages. Microscopic examination revealed damage to the sheath. X ray of the handle found no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that entrapment on the guidewire occurred. Vascular access was obtained via contralateral approach. The target lesion was located in the severely tortuous and mildly calcified right superficial femoral artery (sfa). Pre-dilatation with a 6mm x 200mm balloon was performed. A 0.035 non-bsc guidewire was used to deliver a 6f non-bsc sheath and a 6x120x130 eluvia drug-eluting vascular stent system in the lesion to treat the 20cm in-stent stenosis in the right sfa. Stenosis was very severe from the contralateral side to the bifurcation. During delivery of the eluvia, the stent was difficult to cross the bifurcation part of the lesion due to the tortuosity. The stent was not deployed. The delivery system was pulled back; however, became stuck on the guidewire. The eluvia system and the guidewire were removed together from the patient. The lesion was successfully dilated with the pre-dilatation itself. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: under 18 years. (B)(6).

Event description:
It was reported that entrapment on the guidewire occurred. Vascular access was obtained via contralateral approach. The target lesion was located in the severely tortuous and mildly calcified right superficial femoral artery (sfa). Pre-dilatation with a 6mm x 200mm balloon was performed. A 0.035 non-bsc guidewire was used to deliver a 6f non-bsc sheath and a 6x120x130 eluvia drug-eluting vascular stent system in the lesion to treat the 20cm in-stent stenosis in the right sfa. Stenosis was very severe from the contralateral side to the bifurcation. During delivery of the eluvia, the stent was difficult to cross the bifurcation part of the lesion due to the tortuosity. The stent was not deployed. The delivery system was pulled back; however, became stuck on the guidewire. The eluvia system and the guidewire were removed together from the patient. The lesion was successfully dilated with the pre-dilatation itself. There were no patient complications reported.